Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker was pacing the patient at a higher rate than expected and the patient was symptomatic. It was noted that a signal artifact monitor (sam) episode occurred approximately six months ago during a patient procedure, in which electromagnetic interference (emi) caused an impedance imbalance, which caused minute ventilation (mv) signal oversensing during the procedure. The sam episode disabled the mv feature. Engineering analysis showed that the mv feature had been inadvertently re-enabled; however, the programmer incorrectly displayed the mv status as being disabled. The mv feature then was disabled and re-enabled again. It was believed that the high rate pacing was due to mv sensor driven pacing. The device was successfully reprogrammed. No adverse patient effects were reported. The device remains in service.